Event description:
Complainant alleged that the medics were attempting to monitor the heart rhythm of who was complaining of chest pains, but the device's screen froze and would not power-off. The medics then obtained another device and successfully monitored the patient's heart rhythm. The complainant indicated that there was no adverse effect to the patient as a result of the reported malfunction.